Event description:
While pt was under mac anesthesia for a supraclavicular lumph node biopsy, pt sustained a flash burn to her left ear cartilage and hairline on left side. Pt's hair was contained in or cap. Pt was breathing spontaneously with o2 face mask at iol. Crna noted 5-6" flames at the pt's hairline after a bovie "pop" was hear from inside the wound. Interior of wound was charred. Bovie ground pad was intact.